Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported by the parent that the pediatric patient was hospitalized due to the cgm malfunction but declined to provide any further information about the event. It was unknown if the patient experienced a hypoglycemic or hyperglycemic event, no specific treatment was reported, and it was unknown how much time the patient spent at the hospital. At the time of the report the patient´s current condition was unknown. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.